Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the front end of the harmonic ace instrument broke. The customer indicated that the fractured part was completely removed and no fragment remained in patient. It is unclear if a fragment from the instrument actually fell inside the patient and was subsequently retrieved.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis. A review of an image provided by the customer shows a broken curved blade on a harmonic ace instrument.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the base. A piece approximately 0.375" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.